Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5127438, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients leads had migrated which confirmed through x-ray. The patient underwent a revision procedure wherein the leads were moved back to the original location. The patient was reportedly doing well postoperatively.